Manufacturer narrative:
(B)(4). Note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. Maquet evaluated the handle support and found it conformed to specifications. The most likely root cause for the reported event might be an excessive effort or a collision with another object during use. (B)(4).

Event description:
(B)(4). Hospital reported that the orange sterile handle support fell off of the flat screen holder before use. There was no patient involvement nor injury reported. Manufacturer reference number: (B)(4). This is a duplicate of manufacturer 9710055-2015-00044. This medwatch is being generated per FDA correspondence received on february 26, 2015 that required supplemental medwatch be filed electronically.